Event description:
Information received indicates the beds head section raised unintentionally.

Manufacturer narrative:
The hill-rom technician found the head up function would continue to run to the high position after the head up switch was released. The technician replaced the siderail caregiver control board and overlay to repair the bed.